Event description:
Two hours after treatment with cosmoplast, the treatment area became painful and had white areas where the product appeared to extrude up to the surface. The physician prescibed massage, topical lidocaine, oral antibiotics, and performed incision to remove the product.